Event description:
It was reported that during an atrial flutter (af) pulmonary vein isolation ablation, a faradrive steerable sheath was selected for use. Sheath was flushed and dilator was inserted. After engaging left atrium via transeptal puncture, dilator and wire were removed. When attempting to aspirate the sheath, the physician was faced with great resistance. Nothing was aspirating out of the sheath (it was like the sheath was blocked). The sheath was removed for testing. It was possible to flush fluids through the flush port but was unable to aspirate out from the flush port. After many attempts, a new sheath was used to successfully complete the procedure. After the procedure, the sheath was checked again and with a great force of flushing, a piece of tissue came out from the sheath. The patient remained stable throughout the procedure. No intervention was needed for the tissue damage. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. Based on the image provided by the physician's team, the tissue damage was confirmed and found to be considered an expected procedural complication addressed under the faradrive IFU.

Event description:
It was reported that during an atrial flutter (af) pulmonary vein isolation ablation, a faradrive steerable sheath was selected for use. Sheath was flushed and dilator was inserted. After engaging left atrium via transeptal puncture, dilator and wire were removed. When attempting to aspirate the sheath, the physician was faced with great resistance. Nothing was aspirating out of the sheath (it was like the sheath was blocked). The sheath was removed for testing. It was possible to flush fluids through the flush port but was unable to aspirate out from the flush port. After many attempts, a new sheath was used to successfully complete the procedure. After the procedure, the sheath was checked again and with a great force of flushing, a piece of tissue came out from the sheath. The patient remained stable throughout the procedure. No intervention was needed for the tissue damage. The device is expected to be returned for analysis.